Event description:
Pt admitted with pain in right knee. Pt had total knee replacement in 1985 and did well until approx 2 months ago when pt developed pain and inability to ambulate. Arthroscopy 3/16/95 showed implant failure. Admitted for revision of total knee implant. Revision done 4/5/95.